Event description:
It was reported "end of peel away sheath snapped off". The peel away sheath was removed without issues. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for analysis. Signs of use in the form of biological material were observed on the sheath extrusion and tabs. Visual inspection revealed that the peel-away sheath extrusion was torn directly adjacent to one tab. Microscopic examination confirmed the damage and revealed that the sheath was completely down the score lines. Functional testing could not be performed due to the condition of the returned sample. A device history record review was performed, and no relevant findings were observed. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm , vessel perforation, bleeding, or component damage". The report of the peel-away sheath snapped off was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath extrusion had separated directly adjacent to one tab. A device history record review was performed, and it did not reveal any manufacturing-related findings. Based on the customer report and the sample received, the root cause of this event could not be determined. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "end of peel away sheath snapped off". The peel away sheath was removed without issues. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".